Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the patient presented with chest pains. The patient experienced pericardial and pleural effusion. The implantable pulse generator (ipg) was unable to pace or sense appropriately on the atrial lead. The right atrial (ra) lead exhibited high thresholds with no capture. Perforation and dislodgement was suspected. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.